Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room after an inappropriate shock due to uncontrolled atrial fibrillation. No intervention was performed on the implantable cardioverter defibrillator. The patient status was unknown.